Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Device interrogation and device memory analysis confirmed premature battery depletion (pbd). The device was urgently explanted and replaced. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. The device case was removed to facilitate the inspection of the internal components. Detailed examination of the internal components found a component on the device hybrid had an intermittent ¿open¿ condition, resulting in the observed long charge times and resultant premature declaration of eri.